Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the pump battery was depleting quickly which resulted in the pump shutting down. There was no reported adverse impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
Section h3- device evaluated by manufacturer- yes. Section h10- delete statement.